Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 1111465. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to our facility to aid in our investigation. Functional testing of the device found that after properly tightening the heparin cap in accordance with the instruction for use, no leakage was observed in the device. Based on this, our engineers believe that the most likely root cause for this event is the related to the inspection and tightening of the heparin cap prior to use.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter there was leakage. The following information was provided by the initial reporter. The customer stated: "the patient was punctured and injected with normal saline, and there was leakage at the junction of the prn."